Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). . The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. The user facility did provide a potential batch, 18a25g8273, for the device, however this batch was manufactured after the date of the event. A review of the device history record performed for the reported batch number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported on medwatch mw5083288: premature baby at (B)(6) weeks gestation was receiving IV fluids, the catheter was placed on (B)(6) 2019 at 2210, was leaking on (B) (6) 2019. When it was evaluated to be removed. The catheter did not come out. The part under the skin broke and was removed intact. No part of the catheter was retained. Additional information received from the user facility: the retained piece of catheter was removed at the bedside, and no additional treatment or surgery was required.